Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed residue in the motor gear train and identified wearing on the upper shaft of gear number two. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the patient was taken into surgery today for the pump replacement due to the motor stalls. When they opened the pump pocket, they saw ¿stuff¿. The hcp was thinking that when the sutureless connector was replaced during the pump replacement procedure in 2014 that drug might have leaked into the pump pocket resulting in the stuff they were seeing today. They were able to aspirate the catheter just fine today and there were no issues with the catheter itself. They replaced the pump and kept the catheter. At the time if this report, the pump was delivering dilaudid (35 mg/ml at 2 mg/day), bupivacaine (30 mg/ml at 1.71 mg/day), fentanyl (500 mcg/ml at 28.57 mcg/day), and clonidine (600 mcg/ml at 34.28 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 35 mg/ml dilaudid (hydromorphone) at 29 mg/day, 40 mg/ml bupivacaine at 24.8 mg/day, and 500 mcg/ml clonidine at 497 mcg/day. It was reported that the patient heard alarms intermittently. There were no environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included interrogating the pump. Logs show 4 motor stalls and recoveries with various times and durations in last week. They will schedule a replacement. Patient not having withdrawal symptoms. The issue was not resolved at the time of the report.